Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt has a painful tissue mass near the lead incision site on his thoracic spine. The pt underwent an exploratory surgery on (B)(6) 2013, to remove the tissue mass that was identified as benign. It was also reported the pt is doing well after surgery and there are no further issues.